Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, symptomatic episode since last monthly transmission was recorded but no alert transmission was sent. It was determined that the phone was disconnected after a partial transmission. The episode was possibly on the device but could not be transmitted. The symptomatic episode could not be specified since the egms was missing. Patient was presumed to be stable as patient have not contacted clinic since transmission follow-up. The patient will continue to be monitored.